Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp) out of the space of retzius. A surgical procedure was performed in which the existing component was repositioned back and sutured down. There were no device issues related to the complaint component. The patient was expected to fully recover.